Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported error 25730 was confirmed and replicated. In the system logs, the error 25732 was not found due to time logs bot being stamped but related errors 25730 and 31226 were found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the usm fault check failed. Once testing was completed, the axes controller motor (acm) board was aba tested and was verified to be the source of the fault. The probable root cause is attributed to communication errors from the acm board located within the usm.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a recoverable fault on universal surgical manipulator (usm) 4 and a message to recoverable the fault or disable the universal surgical manipulator (usm). System logs confirmed usm4 errors pointing to the axes controller spar (acs) board in usm4. Customer performed multiple hard reboots on the patient cart with no change. Customer elected to bring in another patient side cart (psc) for the procedure. The procedure was converted to another dv with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure while ports were placed. The system functionality was checked upon powering on the system, and it initially powered on without errors.